Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that almost 4 weeks post cardiac resynchronization therapy pacemaker (crt-p) implant, the crt-p system was explanted due to the potential that the device was infected. There was inability to ascertain whether it was truly infected but the physician wanted the system explanted prophylactically. The patient's previous inactive leadless implantable pulse generator (ipg) was reactivated for rate support. A new leadless ipg was implanted approximately 2 weeks later. No further patient complications have been reported as a result of this event.